Event description:
It was reported that a malfunction alarm occurred. The alarm cleared and customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose levels.